Event description:
Customer is reporting an flm leak. Name and function of complainant: same as reporter. Customer called to report blood leaked when removing flm after treatment procedure was completed. Css asked customer if there were any alarms during prime or during the procedure. Customer stated there were no alarms. Css asked if pt was alright, customer stated yes pt is stable and has been discharged. Css asked if service would be required. Customer stated service is not required. Customer will not return product for investigation.

Manufacturer narrative:
Batch record review of lot b730 was performed. There were no nonconformances. This lot met all release requirements. Trends have been reviewed for this complaint category and no trend has been detected. This assessment is based on the information available at the time of the investigation. The customer returned the kit for investigation. However, the root cause cannot yet be determined as the investigation is still ongoing. (B)(4).